Event description:
In 1999 patient received base of tongue (bot) somnoplasty treatment. Three weeks later patient was admitted to hospital for pain. The next day it was determined patient had bot infection and following medical treatment was given: 1) incision and drainage, 2) antibiotics, 3) temporary tracheostomy. Two days later temporary tracheostomy was removed. 10/18/1999 patient was discharged from hospital. Infection resolved without further incidence. Patient had 2nd treatment 2 months after the first one and 3rd treatment 3 weeks after the second one without complication. MDR determination was delayed due to difficulty gathering information from treating physician. Repeated attempts to contact physician were made in the months following initial report with actual nature of event being received 4/27/2000. MDR report is being filed due to administration of temporary tracheostomy.